Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported the stent foreshortened. The target lesion was located in the moderately calcified non-tortuous right superficial femoral artery. A 0.035 non-bsc guidewire was placed and the lesion was pre-dilated. A 7 x 150 x 130 innova¿ stent was selected for use and deployment was initiated inside the patient. During deployment, the stent foreshortened about 5-10mm from pre-deployment length. There were no issues with the handle during deployment. Post dilation was performed on the deployed stent and the procedure was completed. There were no patient complications.